Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient reported they were at the airport and tsa dropped their controller and the controller did not work anymore; the issue began (B)(6) patient stated the controller was telling them that the battery was drained even though they had it plugged for a couple days (agent understood this as controller was charging with the ac power supply cord. During the call agent attempted to troubleshoot/collect serial numbers then the patient noted they actually didn't have the controller with them and could not locate the controller. Agent was redirected patient to sunmed. Additional information was received from the patient. Controller was thrown and no longer worked. Controller won't turn on. Could not obtain the model # as the battery door was gone. A replacement controller was sent out. Pt also mentioned ins was dead. Reviewed once pt pairs the new controller they might need to go through passive recharge mode. Pt called mentioned they got the replacement controller and successfully charged their implanted neurostimulator(ins) once. Controller depleted down to 30% when charging the ins. Pt then plugged in the controller for 2 days, but the controller battery never incremented up. Controller still said "batteries low: recharge the controller." A replacement battery pack was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.